Event description:
It was reported that during an unknown procedure, a drill bit broke in half. The case was completed successfully and no pieces remained in the patient. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Patient initials: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.